Manufacturer narrative:
Follow-up #1: date of submission: 12/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: the pump powered on with no display due to moisture. The keypad cover was removed and no damage was observed; however, further testing could not be completed due to moisture. Unrelated to the original complaint, the battery compartment was cracked. The bolus button was listed and the leak test failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.